Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that when using this product after releasing the stop suctioning button this product still continues to suction when is should stop suctioning immediately. Product is continuing to suction for 20-30 seconds after the suction button has been released. Therefore, there was loss of insufflation.